Event description:
It was reported that the pump had sporadic issues with the suction. There was no harm for patient, operator or third party reported. No further information received. 11-mar-2022 update dw further information were provided that the event occurred during a surgery. It was further reported that a replacement of the tubes did not solve the problem but after 10 minutes the device worked perfectly fine and the surgery could be finished with the same device anyway. 16-mar-2022 update dw further information were provided that pump suction did not suck despite replacing the arthrex set. Item: arthrex ref: ar-6425 (lot x1093) and arthrex ref: ar-6420 (lot z1046) during a knee surgery. There were no consequences for the patient and the operation was finished.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the pump had sporadic issues with the suction. The reported event was confirmed. The service evaluation revealed both inflow and outflow motor are worn out.